Manufacturer narrative:
The MFR of the special blade involved in this incident. Cardinal health is submitting this report as the MFR of the custom sterile convenience kit finished good. MFR is aware of this issue and has declined to file a report at this time. The customer had stated initially to the co rep that a sample was available. At this time, no sample has been forthcoming. Cardinal health is still making inquiries to get the sample. The component MFR has not had an opportunity to perform an investigation without the sample. Cardinal health will file a f/u report if and when any info comes to our attn regarding this prod malfunction.

Event description:
The scalpels contained in the pack malfunctioned and injured the physicians hand by cutting through gloves. The blade did not fully retract as expected after initial incision, and the physician place her hand on the used blade and got cut. Infection control protocol was followed and risk mgmt was notified.